Event description:
After successfully deploying the g2 filter, the pusher wire got cought on the leg of the filter during removal of the wire. This caused the arm to penetrate the wall of the vena cava. There was no extravasation, so perforation was not evident. The filter remained in the intended place. There was no pt injury.